Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation, no lot number was provided. An inflation/d eflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a cut. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leakage. There was no patient involvement.